Event description:
Evacuated container 250ml does not have measurement markers up to 250ml but up to 200 ml only. Rptr uses this container for special care nursery hyperalimentation where precision is of importance. This means rptr can't use the 250 ml container for 250 ml solution because there is no mark. If rptr uses the 500 ml container, there is a greater margin for inaccuracy.